Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple emergency backup battery (ebb) alarm occurrences. The patient's log files were submitted for review. The log files did not include any ebb faults only pulsatility index (pi) events for the 40 min duration submitted. The ebb faults may have been overwritten by the pi events. The patient's system controller was replaced due to the multiple occurrences while the patient had to perform self-tests to correct the alarms. The first time the ebb alarm occurred only took 1 self-test attempt while the second occurrence required 5 self-test attempts to correct the alarm. No further alarms occurred after the system controller exchange. Patient was sent home stable and no adverse events were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was not confirmed by review of the submitted log files; additionally, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review from the reported event date of 18nov2025. No notable events or alarms were captured, and the system appeared to function as intended at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventive action was initiated to investigate backup battery faults. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section also addresses how to clean the system controller to avoid the fading/removal of labels. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing. No further information was provided. The manufacturer is closing the file on this event.